Manufacturer narrative:
It is unknown if the device is available for evaluation. The device has been requested to be returned, however, it has not yet been received. Without the returned device, a probable cause is unable to be determined.

Event description:
The event involved a 4-way high flow stopcock w/rotating luer in which the customer reported that the stopcock for IV tubing cracked, life sustaining medication (propofol and norepinephrine) leaked to bed and cvc (central venous catheter) leaked blood (back flow). There was patient involvement but no harm was reported as a consequence of this event.